Event description:
Philips received a complaint on the v60 ventilator indicating that their backup battery would not charge. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the power supplies were working within specifications, and the battery voltage was 16.3 volts. The customer biomedical engineer (bme) informed the rse that the battery was about 6 months old and was purchased from a 3rd party source, r&d batteries. The rse advised the customer to install a philips respironics v60 backup battery into the device. In a good faith effort (gfe) response from the customer, it was confirmed that the battery ordered was a 3rd party battery with labeling from r&d batteries, not philips labeling. Per the v60 manual: to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator. As the cause of the issue in this event is the result of the 3rd party product, it is concluded that the v60 ventilator was operating as expected and did not malfunction. The issue was due to the customers use of a 3rd party part. The customer confirmed in the gfe response that they had ordered a replacement philips v60 backup battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.